Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Uneventful device explant on (B)(6) 2013.